Manufacturer narrative:
Evaluation summary: the reported event that the guide wire restraining in drill cannulation could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The guide wire restraining in drill cannulation was caused by incorrect use/cleaning treatment of the drill functional test was performed by bml (biomechanical lab) on a similar device, results show the function is given ((B)(4)) material tests were performed by (B)(4) on the drill bits. In the report (B)(4), there were detected scratches on the guide wires after insertion. Those scratches occur, if the guide wire slips in the wire collet of the power tool. Furthermore, some of the drills were filled with bone material after drilling. This occurs unavoidably, when drilling deeper than the depth of the guide wire. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A drill bit became stuck over a k-wire during a hip pinning. Rep also reported that the event was resolved by placing another pin in the backside of the drill to free the stuck one.

Event description:
A drill bit became stuck over a k-wire during a hip pinning. Rep also reported that the event was resolved by placing another pin in the backside of the drill to free the stuck one.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.